Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2006 to have the internal magnet repositioned. The implanted device remains.